Event description:
Boston scientific received information that this product was part of a system revision due to infection/erosion. Additional information received from the field representative confirming that this lead was explanted. No additional adverse patient effects were reported. The lead is out service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.